Event description:
The customer contacted philips when they were attempting to retrieve pt's info after a pt's death for documentation purposes.

Manufacturer narrative:
The customer contacted philips when they were attempting to retrieve pt's info after a pt's death for documentation purposes. The data they were trying to retrieve was from a week prior to the death. The customer noted that when they went into a review screen, the fields were grayed out. The customer contacted the solutions center who instructed them that they needed to find an unused sector, and then retrieve info from the transfer list in order to review the data. The customer was contacted at which point it was stated that the device did not contribute to the incident, and there was no allegation of any device failure. The customer required application assistance to obtain the necessary retrospective review data for documentation purposes. No further action or investigation is warranted.